Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the device was replaced due to being very close to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device and lead were explanted due to oversensing and crosstalk observed on the ventricular channel. It was not known why the device did not pace, as the patient is pacemaker dependent. The entire system were replaced, as it was not known which device contributed the anomaly.

Manufacturer narrative:
The reported event was confirmed. Analysis found multiple insulation abrasions both outer and from the inside out throughout the lead. Both the is-1 proximal and df-1 rv cables were exposed in the se areas. One of the is-1 proximal cable's etfe insulation was abraded at 51.5 cm from the connector; this could cause the reported sensing anomaly when in contact with the ICD can. The location and mode of this abrasion is consistent with that caused by friction to another implanted device.